Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 12.9mmol/l. Customer did not recall any significant event, stated the device was vibrating and device alarmed button error. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No unexpected vibration or button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, broken battery tube threads, and a missing end cap sticker.